Event description:
On (B)(6) 2012 the reporter contacted lifescan USA, alleging inaccurate results of "350 mg/dl" with the subject meter and "220 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.